Event description:
Boston scientific received information that during the implant after connecting the right ventricular lead (B)(4) no pacing was observed. A new lead (B)(4) was then tested with the pacing system analyzer which also showed no pacing. Finally the new lead was connected to the device and normal pacing was noted. It was suspected that there was a problem with the ez-connector tool. This right ventricular lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.